Event description:
During troubleshooting for an unrelated issue, the home patient (hp) reported that they had an infection. On (B)(6) 2012, product surveillance contacted the registered nurse (rn) to investigate more about the reported "infection." The rn responded saying that the infection was bacterial and a case of peritonitis. On (B)(6) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. The nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2012 and it was caused by poor aseptic technique. The patient has been retrained on proper technique. The results of the cell count are unknown. The patient was treated with antibiotics and is recovering. The peritoneal dialysis therapy is ongoing. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A review of all batch record documents was performed on h11f23055 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Batch review results are acceptable, no further evaluation required. A review of all batch record documents was performed on h11j06020 with no issues noted during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique